Event description:
It was reported a patient underwent an emergency caesarean section in which seprafilm was used on the vaginal stump. A total of 4 patches were attached, 2 on the uterine incision layer and 2 on the anterior surface of the uterine corpus on the cranial side. Approximately 17 days post-operative, the patient presented to the hospital for testing and a transvaginal ultrasound and computed tomography (CT) were performed, and the results ¿suggested¿ an abscess. Post- operative day 18, open abscess drainage was performed with two other procedures. Twenty days post-operative, a "reoperation" was performed and found an adhesion of the omentum from the fundus of the uterus to the left parietal peritoneum, adhesion of the appendix on the right dorsal side of the uterus, and formation of a retention cyst-like abscess on the anterior surface of the uterus were observed. Nine days after the surgery, the patient was discharged from the hospital. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.